Event description:
Event description cpi received information that this tined j pacing lead exhibited atrial impedance of >2500 in bipolar, 470 in unipolar. Daily measurements show 640. Will recheck connections.